Event description:
The user facility reported that the housing broke at the weld upon receipt of the device. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The user facility reported that the housing broke at the weld upon receipt of the device. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.